Event description:
Same case as 2134265-2008-02201. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion was pre-dilated with a 2.5x15mm non bsc balloon. The physician implanted two taxus express2 drug eluting stents to the 90% stenosed lesion located in the calcified, moderately tortuous, mid left circumflex (lcx) artery. A 2.5x16mm taxus stent was placed at the distal side of the mid lcx and a 2.5x12mm taxus stent was placed at the proximal side of the mid lcx. The stents were implanted with a gap between them and post implantation a dissection was noted in the gap. The dissection was treated with a taxus express2 2.5x8mm drug eluting stent. No additional pt injuries or complications were reported. The pt did not experience any symptoms related to the dissection. Pt status post procedure is noted as good.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.